Manufacturer narrative:
The subject product was not available for evaluation. Without the sample, a root cause or probable root cause of the fasteners failing to fixate cannot be determined. As reported, no patient injury occurred. It is anticipated that a loose fastener in the abdominal cavity would become encapsulated over time and may not present as a patient harm. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Review finds no other complaints have been reported for this lot hubs0072 of (B)(4) units manufactured in november of 2018.

Event description:
It was reported that during a laparoscopic ventral repair, the capsure fixation device misfired where all but two of the fasteners fixated to the mesh. This resulted in two loose fasteners in the abdominal space. The surgeon was able to retrieve one of the fasteners, however the second fastener was not located and remains in-vivo. Customer reports that the surgeon is an experienced user and completed the case with another capsure device. As loose fasteners were in the body an MDR is filed to report the event. There was no injury or impact to the patient.